Event description:
I had a right total knee replacement on (B)(6) 2014. At first I thought that with the therapy I was taking, it was just to take time for my knee to get better and that the occasional strange vibrations that I was feeling with the device would eventually stop. The vibrations when they occurred made me feel that the device was about to break, so I was very careful not to make sudden moves. Nevertheless, since then, my knee has progressively gotten worse. I did f/u appts with the surgeon dr (B)(6) until I was informed that he no longer accepted my insurance. However, I could only change insurance once a year. (A requirement of (B)(6) plans.) So the next year I changed to an insurance that he accepted. Nevertheless, when I called to make an appt I was informed that he had moved in with another practice and no longer accepted "that" particular insurance either.. So I consulted dr (B)(6) (ortho) and he told me that my knee replacement was loose and very unstable, and I needed to have a revision. The surgeon wanted me to have the revision sooner than (B)(6) 2018, however, I endured the pain until I turned (B)(6) so I could qualify for a (B)(6) supplemental insurance that would cover the cost with little out of pocket cost for me. Therefore, I could afford the surgery and the therapy that would be needed. I obtained my medical records from (B)(6) hospital in (B)(6), in where my initial surgery was performed. The records indicate that the MFR was zimmer, lot #78694385, exp 03/04/2018, omnilife 16116, exp 12/04/2018, omnilife 10502, exp 12/04/2016. My condition is now worse than it was before I had the surgery. I am in constant pain, my leg is now shorter from bone loss per my physician, I walk with a cane, my balance is off. I am emotionally disturbed with my condition and upset with the thought of having to undergo such a traumatic experience again with surgery, recovery time and the potential risk that are involved. Nevertheless, to my dismay, I am scheduled for a revision surgery (B)(6) 2018 with dr (B)(6) at (B)(6) hospital on (B)(6) in (B)(6). So, I wanted to make sure that I report this faulty medical device that was used with my initial surgery. In hopes that this will spare someone else the misery, pain, and suffering I am going through. Also, I have requested that the device taken but be given to me. On 07/12/2018, add'l info received from reporter to clarify zimmer device lot #78694385, reporter stated that her medical record list the device as bone cement. Reporter has included lot numbers for her knee in the report but was unable to verify the MFR for her omnilife knee system.